Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h1, h2, h6, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The parent complaint (tw:(B)(4)) is being cancelled as it was created in error as it is duplicate to complaint # tw (B)(4). The incident was determined to be a duplicate report to complaint (B)(4) (authority mfg report number (2249723-2024-0005234). As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation e1 (initial reporter name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had broken smiffy.